Event description:
The lay user/patient's wife contacted lifescan on february 5, 2007 and alleged that the patient's one touch ultra meter (serial number not provided) was reverting to the setup mode. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was also sent to the address provided. The wife reported that the patient has spasms in his hands and may have dropped the meter several times. She called the advice nurse and was advised to call lifescan. The wife had replaced a new battery in the meter but had not gone through the set-up mode. At the time of troubleshooting, she was walked through the set-up mode and the meter worked fine. The wife also reported that the patient experienced shaking (unknown time/date of symptom experienced). It is also not known if the issue began before the shaking and if it did begin before, how long prior to the symptom had the patient not been able to test due to the meter issue. The patient was tested on the wife's meter with a result of 67 mg/dl. He had not attempted to test before experiencing the symptom, but had tried to test during and after experiencing the symptom. A result of 82 mg/dl was also provided, but it is not known whose meter this test was performed on or when. Following the attempted use of the meter, the patient ate foot and/or drank beverage. No further information was provided. Although there is insufficient information provided regarding events leading to the symptom and the meter issue, this complaint is reported because the patient experienced shakiness and was not able to test on the reported meter at that time. A replacement meter, control solution, and test strips were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. It the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection. Lifescan will inform FDA of the results in a supplemental report.